Manufacturer narrative:
Following the event, a steris service technician was dispatched to the facility and observed that the equipment appeared to have experienced a power failure. The technician informed the facility's spd manager that the washer was not receiving power. The facility's electrician inspected the hospital's power supply and reset the facility's main breaker and washer breaker. Following the breaker reset, the facility's spd manager observed the washer began to operate as expected. Moments later, smoke was reported to be coming out of the top of the washer activating the smoke alarm and dispatching the fire department. The unit was shut down. No injuries, procedural delays or cancellations were reported in relation to the event. The steris technician again evaluated the unit and found all wiring harnesses to the pure, hot, and cold water supply valves were melted. All necessary repairs to the unit were completed and the unit was placed back into service. No further issues have been reported. Several washer components are being returned to steris for further engineering evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The facility reported their reliance vision single chamber washer was not operational and the unit's display screen would not turn on. No injury, procedural delay or cancellation was reported.

Manufacturer narrative:
The unit was installed at the customer's location in july of 2010. Based on the issue reported by the customer and steris engineering analysis, the reported event was caused by the c4 contactor remaining in the closed position. This condition is attributed to high usage of the reliance vision single chamber washer/disinfector which caused sufficient wear of the c4 contactor. The contactor is activated several times throughout the duration of a washing cycle. Activation of the contactor may additionally be increased due to various external environmental conditions and settings at the user facility's location. No additional issues have been reported.